Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump, tenacio model, exhibited issues with inflation and maintaining rigidity. A surgical procedure was performed to replace the tenacio pump with an ms pump. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.